Manufacturer narrative:
As per follow up, edwards was informed that customer verified that the values provided by the flotrac were correct by inserting a swan ganz catheter. Unfortunately, the patient died; however it was expected as the patient was very ill. As per customer opinion, the death was not associated to the device. Unfortunately, the flotrac and the catheter are not available for evaluation as it was discarded by the hospital.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation. Attempts are being made for additional information.

Event description:
As reported, the flotrac sensor was used on a very sick patient and it provided values that did not corresponded to the patient status. The patient was treated according this values.